Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead was capped and replaced during a device replacement procedure due to a lead fracture. The electrical functions of the lead were normal prior to the procedure. No further information is available.